Event description:
The customer reported receiving a button error alarm from the insulin pump overnight. The customer stated they were asleep and experiencing low blood glucose when the alarm woke them up. The customer reported that the buttons were then unresponsive. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was 63 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Functional testing was performed and the insulin pump passed testing. However, the insulin pump had intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The insulin pump also had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and missing end cap sticker.